Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the machine was provided for evaluation. Visual inspection of the photo showed that both the blue and red bypass connectors were damaged. A crack in one connector was visible, which allowed the reported leakage. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the leak was determined to be the cracked bypass joint. Troubleshooting steps were provided to the customer over the phone, and replacement parts were sent to the hospital for installation on site. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the bypass of an ak 98 machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.